Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found that the failures of igniter and power unit converter occurred the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the lamp of the subject device did not light during preparation for use. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus service operation repair center (sorc), omsc concluded that the reported phenomenon might have occurred due to wear failures of the igniter and power supply unit (converter) of the subject device with passing more than 8 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.